Event description:
Information received indicates the head hi/low down function is drifting slowly.

Manufacturer narrative:
The technician found the hydraulic valve was sticking open. He replaced the valve to repair the bed.